Event description:
It was reported that the arthroplasty was revised due to infection. The components were implanted in situ for 0.3 y. The tibial insert, tibial tray, and femoral components were revised. Patient presented with maximum ucla score of 3.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5521-b-500, lot # eini description: tri ts baseplate size 5. Cat # 5565-s-016, lot # m6a08 description: tri press-fit stem 16mm x 100mm. Cat #unk, lot #unk description: unknown femoral condyle. Cat # 5565-s-018, lot # m5t08 description: tri press-fit stem 18mm x 100mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.